Event description:
A hair was found in deroyal cmc laparoscopy pack during procedure setup. It is believed that it came from the pack. Pack discarded and sterile field was reset. Pictures attached - 1 of packing list, 1 of hair.